Event description:
Pt has persistent left thigh pain over last year, now worse. X-rays reveal loosening of both cemented stems of thompson prosthesis left hip. No acetabular erosion. Dr revised hemiarthroplasty in 2002. Grossly loose (debounded) osteonics thompson, model b004-0155 howmedica 6191-1-001.